Event description:
The customer initially reported that during an oophorectomy, there was difficulty in retracting the knife trigger. After the fifth seal cycle, the knife would not retract and the jaws would no longer open. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury. Nothing fell into the patient cavity. Upon receipt, the device was examined and it was determined that 0.06" of the knife blade was broken and missing from the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.